Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® pen needle was unable to prime. The following information was provided by the initial reporter: consumer reported needle clog during priming.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary: customer returned 15 used 8mm, 31 gauge pen needles. No teardrop labels were returned for lot confirmation. The pen needles did not feature any immediately observable defects. The pen needles were each attached to a test pen. Saline was pushed through the system and out the distal tips of the pen needles. All of the returned samples were found to be undamaged and functioned as intended. Lot #0140341 DHR was reviewed and no qn found: DHR file contains: flowguru station challenge record. Pen needle assembly manufacture record. Pen needle assembly in-process clog test record. Pen needle assembly inspection record. Pen needle out-going inspection record. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the relion® pen needle was unable to prime. The following information was provided by the initial reporter: consumer reported needle clog during priming.